Event description:
It was observed that during the device evaluation, the adhesive between the acoustic lens and the ultrasound probe of the ultrasonic gastrovideoscope was chipped and the ultrasound probe was damaged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the adhesive between the acoustic lens and the ultrasound probe of the ultrasonic gastrovideoscope was chipped and the ultrasound probe was damaged. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.